Manufacturer narrative:
Manufacturer's investigation conclusion: review of the downloaded log files confirmed the report of driveline power fault alarms and could not confirm the report of driveline communication fault alarms. The controller event log file captured relevant data from 15oct2024 through 17oct2024. A driveline power fault alarm was active on 17oct2024 at 14:30:57 due to a power a broken fault. The alarm remained active until the driveline was disconnected on 17oct2024 at 14:31:18 for a controller exchange. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU)and heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was report that the driveline and modular cable connection had been inside patient's stomach. The patient had been experiencing driveline communication fault alarms, but they were permanently silenced due to the patient not being stable enough for a system controller exchange at that time. The system controller was exchanged on (B)(6) 2024. At the time of the controller exchange, the patient started to have driveline power fault alarms. The system controller and modular cable were exchanged. The customer also noted that the patient was initiated on inotropes.